Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. Customers blood glucose level ranged from 299-330 mg/dl.